Event description:
Customer called to report that she was hospitalized due to dka during troubleshooting. It was discovered that programming was incorrect. The time was programmed as pm instead of am. The impact of incorrect programming on blood glucose was explained to customer. Pump had failed high pressure test during troubleshooting. Customer was advised to discontinue pump and use manual injections.